Event description:
Device issue: missing stent. Time of issue: during the procedure. Adverse event: none. It was reported that inspection of the xact stent delivery system (sds) before use found the sheath was intact and was not retracted. Sds preparation was properly performed. The sds was advanced and positioned in the internal carotid artery without difficulty. When the actuator was rotated for deployment, it was noticed that no stent was deployed and was missing on the sds. The sds was removed and there was no reported adverse patient effect. Reportedly, the stent was missing from the sds, but was not in the body. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.